Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Event description:
Patient reported "rupture, hypoechoic and circumscribed nodule and calcification". Healthcare professional later reported "discreet asymmetric mastalgia". This record is for the right side. Device remains implanted. Device return unknown.

Manufacturer narrative:
Continued b3: "onset date for the right side: 3 months ago". A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "rupture, hypoechoic and circumscribed nodule and calcification". This record is for the right side. Device remains implanted. Device return unknown.

Manufacturer narrative:
Clarification to d6a: partial date of 2018 provided. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.